Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR. : synergy ous mr 4.00 x 20 mm stent delivery system was returned for analysis with no stent attached. The device was returned with the stent dislodged form the balloon body but not expanded. However, damage on its entire length was noted. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that dislodgement and stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 4.00 x 20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. A non- bsc guide extension catheter was used and tried to deliver the device. However, resistance was felt when the stent was inserted and it could not be advanced. When the device was checked outside the patient's body, it was found that the stent was lifted and deformed. It was also noted that the stent was dislodged after retrieving the device outside the body. No detached fragment remained inside the patient's body. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that dislodgement and stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 4.00 x 20 mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. A non- bsc guide extension catheter was used and tried to deliver the device. However, resistance was felt when the stent was inserted and it could not be advanced. When the device was checked outside the patient's body, it was found that the stent was lifted and deformed. It was also noted that the stent was dislodged after retrieving the device outside the body. No detached fragment remained inside the patient's body. The procedure was completed with a non-bsc stent. No patient complications were reported.